Manufacturer narrative:
Investigation to the reported patient fall have been conducted and the results are following. It was reported that right foot side rail was broken. Following information provided, arjo has learnt that a patient started to slowly slide to the floor, and in order to slow his descent, he held onto side rail for support. The patient did not sustain any injury as a consequence of this event. The right foot side rail prevented from fast patient's falling. Photographic evidences provided show that the side rail mechanism had been ripped off at one side of side rail body. The four screws, which connect side rail body with side rail mechanism, were still attached to the side rail mechanism but two of them at one side were detached from the side rail body. This damaged occurred when a patient lost his balance and used side rail as a support to slow his fall to the floor. As a result no serious injury occurred. The patient's fall was a result of patient condition and not a side rail damage. When reviewing reportable complaints, we have not found other with similar scenario. Arjo decided reporting this event due to allegation of patient fall to the floor with in an abundance of caution. The patient's fall was a result of patient condition and not a side rail damaged. In summary, the device was used during the event, because the side rail served as a supporting tool and in that way played a role in the event. There was not failure, however, that led to patient fall as this was a result of patient condition. The side rail had been damaged because a patient hold onto it to slow his fall.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2019 arjo was informed about the event which occurred in the multicare auburn medical center in the us. Following information reported, the patient was standing next to the bed, holding onto the safety side rail, when the safety side rail cover started to detach and the patient slid down to the floor.